Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device failed the following assessments at pretest: check the of/oscillation/on switch mode function, check the oscillation angle, check the triggers and electronic control unit (ecu) function and check the function with console. It was further determined that the device was worn out; and that its motor and printed circuit board (pcb) board were both of order due to presence of water. It was noted in the service order that the device had bad contacts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.